Manufacturer narrative:
Batch review performed on 15 january 2021: lot 147646: (B)(4) items manufactured and released on 20-feb-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported since 2017. Clinical evaluation performed by medacta medical affairs department on 4 february 2021: femoral component revision surgery performed 3 years and 2 months after cementless total hip arthroplasty in an elderly lady ((B)(6) year old). No information concerning patient general health status and presence of comorbidities is available. According to the report, the stem subsided but this cannot be properly assessed in a single pre-revision poor quality x-ray. The reason of this event cannot be determined.

Event description:
Revision surgery performed due to stem subsidence 3 years and 2 months after the primary surgery. The surgeon revised the quadra h sn standard size 3 with a minimax stem - size 6 and the head with the same size implant.